Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The customer reported that upon opening the shipping container, it was assessed that the vh3010 generator had a crack in the exterior housing in close proximity to the power switch and the adaptor plug. The customer reported that the device was never placed into service, therefore there is no patient involvement.

Manufacturer narrative:
Updated device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood was observed. A visual inspection was performed. Crack was observed in the area between the power switch and adaptor plug extending till the light indicator. No other visual defects were observed. Based on the return condition of the device and the results of the evaluation, the reported complaint was confirmed.

Event description:
The customer reported that upon opening the shipping container, it was assessed that the vh3010 generator had a crack in the exterior housing in close proximity to the power switch and the adaptor plug. The customer reported that the device was never placed into service, therefore there is no patient involvement.